Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that there was a yellow wrench alarm on the mobile power unit. Evaluation and repair was requested.